Event description:
It was reported that a pt arrived at the emergency dept and required a scanner examination. During his transport, the intensive care dr noticd that the pt was not correctly ventilated and after having checked the whole circuit and ventilator she discovered that the cap was missing on the monitoring port. There was no pt sequelae reported. She also mentioned that this type of incident happened twice in the past.